Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, foreign material inside of the forceps channel was confirmed. Since leakage on the device in question had been confirmed, it is presumed that reprocessing was not completed normally and a degradation problem was also identified. A definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The olympus uretero-reno videoscope was returned to the service center for a separate issue. During the device analysis, residual liquid or foreign material came out of the forceps channel; foreign material was inside of the forceps channel, and the bending rubber adhesive section chipped. There was no patient involvement.